Event description:
It was reported to gore that a patient alleges to have experienced pain, bleeding, vaginal scarring, urinary problems and erosion after allegedly having been implanted with a gore device. It was reported that the patient alleges having undergone at least one additional surgical procedure. Additional, event specific information has not been provided.

Manufacturer narrative:
The lot number provided is not a valid gore lot number.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows. Operative report dated (B)(6) 2007 indicates: underwent an "abdominal sacral colpopexy with gore-tex graft", "partial vaginectomy", "a posterior colporrhaphy", "extensive lysis of adhesions", "vaginoplasty", "enterocele repair: office visit note dated (B)(6) 2009 indicates: "small area of gore-tex graft removed in office... [Illegible]." The office visit note dated (B)(6) 2009 does not indicate why the device was partially removed. Operative note dated (B)(6) 2011 notes the following findings: "small piece of tail on one arm of the abdominal gore-tex graft protruding through the right margin of the vaginal cuff with no evidence of exudate or infection." Procedures performed include: "bilateral sacrospinous extraperitoneal vault suspension" with a non-gore device, "laparoscopic partial removal of gore-tex graft", "cystoscopy". The operative report dated (B)(6) 2011 indicates: "the graft was identified and noted to be epithelialized...the posterior leaflet of the graft was intact, was not infected. The anterior graft was protruding through a small fistula in the vagina. This was taken down laparoscopically and this portion of the graft completely removed. There was no pus or exudate in the region and due to the patient's lack of normal vaginal support, the decision was made to leave the graft in as the tissue around it appeared healthy."

Event description:
This report is being submitted as follolw up 1 to MFR report 2017233-2013-00526 to provide additional information.

Manufacturer narrative:
Results - the review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Corrected the initial reporter's address and phone number.

Event description:
This report is being submitted as follow-up 2 to MFR report 2017233-2013-00526.